Event description:
A report was received about a cartridge leaking insulin from the pigtail. The customer's blood glucose level did not exceed 500 mg/dl, which indicates it was within a safe range. The customer was able to change the cartridge and continue insulin therapy, and a replacement cartridge was issued to resolve the issue.